Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during pulling off the extraction bag inside the patient the bag-carrying metal ring breaks apart. No piece fell into patient. There as no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.